Manufacturer narrative:
426666-0 date sent: 11/21/2005 h1: decision changed to not reportable. H2: information in file documented that the event was completed and there were no patient outcomes. A back up device of the same nature was used to complete the case.

Event description:
During set up for the procedure, after the laser was turned on, the plug on the back of the unit where the power cord plugs in sparked and then started smoking. The laser was powered off and the case was started and finished using the rep's demo laser with no patient consequence. The lase is to be sent in for repair.